Event description:
It was reported that the patient experienced inadequate stimulation and discomfort at the implantable pulse generator (ipg) site. All components were explanted and discarded per hospital policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).